Event description:
Pt admitted to hospital for removal and replacement of medtronic generator secondary to the potential for sudden unexpected batter failure. This was an advisory from medtronic. Original defibrillator was placed, in 2001 and then was changed in 2003.